Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump was exposed to water while worn, after which the device powered off despite the battery having been over 50 percent and subsequently would not turn on; attempts to charge on a wireless pad showed a charger light but the pump became hot and remained nonfunctional, consistent with a premature battery discharge and a battery component issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communications with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem associated with the battery, aligning with a premature discharge of the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.